Manufacturer narrative:
A customer from the united states alleged discrepant result for two patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The samples initially generated positive sars-cov-2 results with late CT values but were negative when retested. A review of the data indicates that all of the samples were near or below the limit of detection (lod) of the assay. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patient samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Per FDA guidance, 2 mdrs will be filed to address the customer issue. The alleged samples initially generated positive sars-cov-2 results with late CT values. Both the original and a newly collected sample from patient 1 generated negative results when repeated. A new sample from patient 2 generated another positive result followed by two negative results. Both positive and negative results were released. No harm alleged. An investigation was performed which did not identify any product issue. A review of the data indicates that all of the samples were near or below the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods.